Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacer dependent patient presented in clinic with their system no longer implanted. It was unknown how the system had come out. It was also noted that the patient developed infection. The patient presented on (B)(6) 2018 for revision procedure. A temporary system was implanted. On (B)(6) 2018, the patient received a permanent right side system. The patient was stable post procedure.